Event description:
It is reported that during foot surgery, a sagittal saw attachment for pen drive stopped working when the cutter was in place. No injuries were reported, and no user report was filed. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated; the unit was tested and passed all operational specifications. However, it was noted that the unit was making an unusual noise intermittently, likely due to normal component wear. Device was returned to synthes (B)(4) on an unknown date.